Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed for implant of a watchman flx closure device however there was no room for it. The patient died two weeks later.

Manufacturer narrative:
B2: bsc aware date used as date of death is unknown. B3: bsc aware date used as event date is unknown.